Event description:
Nt821732c, collection bags, eds - the stopcocks (part of the natus distal system tubing) cracked for two separate patients. No patient or user harmed. Event 2/2.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). The neurosurgery residents were unable to send on the serial numbers of the equipment but screenshots of the cracks were taken. These cracks ultimately break the sterile field and put the evd at risk for leaking cerebrospinal fluid (csf) and entering air into the system, requiring the entire distal system (tubing and collection chamber) to be replaced. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Complaint history review/trend analysis: 0 previously confirmed "lnteg-broke in use" complaints within the past two years. 10,945 nt821732c units sold within past two years. Failure rate = 0.0% root cause/failure investigation: although the customer provided photos of the device, the device itself was not returned for evaluation so the complaint could not be confirmed, or root cause determined. Failure confirmed: no investigation result code: (B)(6)/eds products/no return of device for evaluation.

Event description:
Nt821732c, collection bags, eds - the stopcocks (part of the natus distal system tubing) cracked for two separate patients. No patient or user harmed. Event 2/2.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Update to section b3: date of event nov 18, 2023. Customer confirmed via attached customer complaint form that no product will be returned for evaluation. It was also confirmed there was no delay in surgery, patient injury or additional medical intervention required. Serial/lot number was noted as not availabe. No associated capas found. A review of doc-035405 medical device hazard analysis (rev 07), identifies the hazard situation as "5.14 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag" based on complaint of "broken stopcock." The risk level is considered low. This determination is based on the information received from the customer. Further investigation to be carried out.

Event description:
Nt821732c, collection bags, eds - the stopcocks (part of the natus distal system tubing) cracked for two separate patients. No patient or user harmed. Event 2/2.